Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus tokyo, there was the possibility that this phenomenon was attributed to the failure of the communication due to the foreign matter such as dust or chemical liquid residues on the electrical contacts of the endoscope connector.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure with the ltf-s190-5, scope communication error (e216) occurred. The user replaced the device to ltf-s190-10 and completed the procedure. There was no report of patient injury associated with the event.